Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during an ivc filter placement procedure when the physician was going to place filter it deployed to high and sitting at a approximately 35 degree angle. The hook and neck are in the left renal. The physician was instructed by the clinical specialist to deploy below the renals which was marked by the clinical specialist on the monitor. The physician unsheathed the device and when the physician went to deploy the filter moved up and when physician went to release the 2nd struts it appeared the device was in the renals. The clinical specialist asked the physician to stop and get an image, which had to be done by accessing the other side. The physician then realized the filter was in the renals. The physician called in two other physicians, discussed and agreed the filter was in the renals and further action. The physicians agreed the filter needed to be removed and to transfer the patient to tampa general for the removal. At the time of the reported information to cook medical it was not confirmed if the filter had been removed as of yet". Patient outcome: patient transferred to tampa general for removal.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: image review demonstrated a celect-pt filter with the hook and proximal portion extending into the left renal vein prior to and after release from the deployment device via a femoral approach. A mild levoconvex curvature of the ivc may have contributed to the malposition, but given the information provided the physician may have advanced the filter cranially outside the sheath instead of retracting the sheath and likely attempted to retract the filter to some degree outside of the renal vein, unsuccessfully. This resulted in a 33° leftward filter tilt and a secondary filter leg projecting approx. 3.5 mm outside the column of contrast. It is noted that the filter was removed endovascularly. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended during deployment. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "during an ivc filter placement procedure when the physician was going to place filter it deployed to high and sitting at a approximately 35 degree angle. The hook and neck are in the left renal. The physician was instructed by the clinical specialist to deploy below the renals which was marked by the clinical specialist on the monitor. The physician unsheathed the device and when the physician went to deploy the filter moved up and when physician went to release the 2nd struts it appeared the device was in the renals. The clinical specialist asked the physician to stop and get an image, which had to be done by accessing the other side. The physician then realized the filter was in the renals. The physician called in two other physicians, discussed and agreed the filter was in the renals and further action. The physicians agreed the filter needed to be removed and to transfer the patient to tampa general for the removal. At the time of the reported information to cook medical it was not confirmed if the filter had been removed as of yet". Patient outcome: patient transferred to tampa general for removal.